Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the blade adapter pieces is broken off at the cross over from the thread to the shaft. The broken off portion was not returned for investigation. In general is the impactor in a very used condition, there are numerous mark of strong hammer blows on the top piece, but also at the blue handle and the shaft. The complaint is confirmed as the blade adapter piece is broken off as complained. This lot was manufactured in august 2017 and we are not aware of any other complaint for this article- and lot combination. Based on that, the findings above and the excessively used condition of the received impactor a manufacturing related issue can be excluded. The visible strong hammering marks at the handle, the shaft and the bottom side of the rim with the attach/lock mark, show that the device was exposed to high lateral forces and this indicates that finally a mechanical overload caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 03.010.410, lot number: l523083, manufacturing site: bettlach, release to warehouse date: 28. Aug. 2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, a patient had a very hard bone due to cancer and during the insertion of the blade, the impactor would not fully rotate into its final position. The blade was unable to be locked into place and the impactor could not be removed. The surgeon attempted to hammer the blade into place. The surgeon was unable to advance the blade into its final locking position and the impactor would not release. The surgeon used the hammer to release the impactor. There was a surgical delay of twenty (20) to thirty (30) minutes. Concomitant devices reported: impaction instruments: hammer/mallet: trauma (part number unknown, lot unknown, quantity 1), nail head elements: pfna blade (part number unknown, lot unknown, quantity 1). This report involves one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).